Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially reported her insulin pump not functioning correctly and contributing to high blood glucose values. Customer's blood glucose value was reported as 370 mg/dl. During troubleshooting, however, the insulin pump was found to be working as designed. Customer also mentioned having issues with low blood glucose, including a value of 30 mg/dl. Customer stated the highs and lows had begun 3 weeks prior to the call with the helpline. Customer was advised to monitor, and to call the helpline immediately whenever such issues recurred. Nothing further reported.